Event description:
The reporter indicated that the pt recently had a generator changed out. During the first follow-up, the atrial lead exhibited no capture on the initial settings. The lead impedance showed low ohms. When programmed to unipolar, the lead impedance was 240 ohms and capture threshold was 2.0v at 0.5ms. No pectoral muscle stimulation was present. The device was programmed to 4.0v at 0.5ms unipolar. The pt will be monitored on a monthly basis until the lead is changed out. The lead will be returned for analysis at that time.